Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat# 110010245 lot# 66481744 g7 osseoti 4 hole shell 54mm f. Cat# 00625006535 lot# j7672880 bone scr 6.5x35 self-tap. Cat# 30124006 lot# 66760583 40mm i.d. Size f high wall liner. Cat# 00877504002 lot# 3201342 bioloxâ® delta, ceramic femoral head, m, ã¸ 40/0, taper 12/14. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a total hip replacement and sustained a femoral fracture approximately 1.5 months post-implantation. The head and stem were exchanged with cerclage wires to fracture area. The shell and liner remained implanted. No operative records provided. Attempts have been made and no further information has been provided.